Event description:
It was reported that a lead safety switch (lss) was triggered on this pacemaker system. The lss was triggered due to a low out of range right ventricular (rv) pacing impedance measurement. Due to the lss the rv lead is in unipolar configuration. Technical services (ts) advised all other rv pacing impedance measurements were within normal limits. Ts suggested troubleshooting options. Additional information has been requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch (lss) was triggered on this pacemaker system. The lss was triggered due to a low out of range right ventricular (rv) pacing impedance measurement. Due to the lss the rv lead is in unipolar configuration. Technical services (ts) advised all other rv pacing impedance measurements were within normal limits. Ts suggested troubleshooting options. Additional information from the field representative provided on the next automatic threshold test pacing impedance measurements returned to baseline measurements. Isometric testing was completed, and no noise was produced. The rv lead was reprogrammed back to bipolar configuration. The clinic will continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.